Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn yel 24ga x .75in leaked after the indwelling needle was inserted into the patient on may 9, leakage was found in the middle part of the indwelling needle pipe when injecting normal saline. After immediate removal, the indwelling needle was replaced and re-injected, and the patient was explained.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383312 and lot number 2146189. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.